Manufacturer narrative:
Should the device be returned and analyzed this report will be updated.

Event description:
Additional information noted that this device was explanted and replaced with a competitor product. No boston scientific representative was present at the procedure thus it is not known weather the device will be returned. No additional adverse patient effects were reported.

Manufacturer narrative:
This investigation is ongiong, upon furthe rinformaiotn this investigation will be udpated.

Event description:
Boston scientific received information that this device had reached elective replacement indicator (eri) in november 2015. The last follow up in june 2015 the battery remaining showed 1.5 years. It was noted that the daily measurements showed that the outputs were in retry three time in the week prior to the device declaring eri. At the most recent follow up the outputs were reprogrammed as there was high pacing thresholds reading. The patient is awaiting a device replacement. An allegation of premature battery depletion was noted. No adverse patient effects were reported.